Manufacturer narrative:
For the reported malfunction, the device is pending return to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to the 12 french navarre universal drainage catheters with nitinol products that are cleared in the us. The pro code for the products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu12lpt drainage catheter allegedly experienced a fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided a device history record review was performed. The device was sent back for evaluation, however the inner stylet was not returned. Upon evaluation, multiple cracks were noted was noted on the hub and the complete circumferential break on the device was jagged. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu12lpt drainage catheter allegedly experienced a fracture. This information was received from one source. The malfunction involved a female patient with no known impact to the patient. The patient¿s age and weight were not provided.